Event description:
Reported coupling and communication problems between the implant and the external equipment. The external equipment was replaced but the issue was not resolved. Subsequently, the patient went in for lead revision surgery. At that time, the physician decided to replace the implant with another advanced bionics spinal cord stimulator. It has been reported that the system is working acceptably and the patient is no longer experiencing coupling and communication issues.